Event description:
Information was rec'd that along-term mechanical ventillator dependent pt became disconnected from the device and the device reportedly did not alarm. The pt was reported to have expired. The pt peak pressure were reported to be 45 cmh2o for normal ventilation. When the pt was discovered, the inner cannula remained attached to the device circuit and maintained a circult pressure of 25 cmh2o. The low pressure alarm of the devices was set to 15 cmh2o. Had the low pressure alarm been set to MFR recommendations of 5 to 10 cmh2o below peak pressure the deivce would have alarmed at disconnection to alert the caregiver of an event. The device was reported to alarm to specificaiton at the facility when the inner cnanula was removed from the circuit. The facilty reported the pt was combative and was able to un-do the twill ties that secured the pt circuit to prevent disconnection, upon MFR evaluation the device was found to alarm to specificaiton. The pt circuit was recived and evaluated as well. The pt cirucit included a heat moisture exchange device which could have contributed to circuit back pressure. Device labeling states that use of an hme may prevent a low pressure alarm from occurring due to a buildup of secretions. An inline nebulizer was also reported to be in use in the pt circuit. It appears that the device performed to specificaiton, and that the low pressure alarm setting and pt circuit configuration may have contributed to the pt's outcome.

Manufacturer narrative:
On evaluation the device was found to alarm to specification. The allegation of the device not alarming on disconnection appears to be the result of inappropriate low pressure alarm settings and circuit configuration which are currently addressed in the device labeling.